Event description:
Initial report received on 09/08/2009 from a dermatologist. A male patient experienced pain at injection site and necrosis epidermis after receiving poly-l-lactic acid (newfill). A relevant history of infection treated with antiviral drugs nos was reported. Since an unspecified time frame, he was started on several courses of injections of poly-l-lactic acid (batch number unspecified) for lipodystrophy. Approx two months prior, he received a last dose of poly-l-lactic acid (newfill) associated with xylocaine for pain prophylaxis in nasal area and at the same time, he experienced pain at injection site. Four days later, a little necrosis in nasal area appeared. One week later, the patient had made a complete recovery. Of note an accidental intravascular injection of poly-l-lactic acid and xylocaine was not excluded. At noted, the patient complained of light necrosis during the previous injections. No further information is provided.

Manufacturer narrative:
Initial report received on 09/08/2009 from a dermatologist. A male patient experienced pain at injection site and necrosis epidermis after receiving poly-l-lactic acid (newfill). A relevant history of infection treated with antiviral drugs nos was reported. Since an unspecified time frame, he was started on several courses of injections of poly-l-lactic acid (batch number unspecified) for lipodystrophy. Approx two months prior, he received a last dose of poly-l-lactic acid (newfill) associated with xylocaine for pain prophylaxis in nasal area and at the same time, he experienced pain at injection site. Four days later, a little necrosis in nasal area appeared. One week later, the patient had made a complete recovery. Of note an accidental intravascular injection of poly-l-lactic acid xylocaine was not excluded. At noted, the patient complained of light necrosis during the previous injections. No further information was provided.